Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d10 and e1. Additionally, to provide a correction to the initial d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that suggested event " endoclip used in procedure was pushed out into patient during next procedure after reprocessing" occurred due to endoclip that was used in previous procedure remained in the scope. It is possible the endoclip remained in the subject device due to physical damage on the device. The root cause could not be specified. Additionally, the suggested event "light cover glass has foreign material" and suggested event "black glue protruded and black debris were identified in biopsy channel" olympus could not identify the foreign material. However, it is possible the user could not remove the foreign material due to physical damage on the device. The root cause could not be specified. The event can be detected and/or prevented by following the instructions for use which state: -inspection of the instrument channel "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." "If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿ inspection of the suction function¿, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." -inspection of the endoscope -inspection of the instrument channel olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited black debris in the biopsy channel and the light cover glass had contamination evident. The customer reported the endoclip that was used in the procedure pushed out into patient during the next procedure after reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned and the evaluation found that the biopsy channel was a third-party channel. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.